Event description:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-0160) on 13-aug-2015. The most recent information was received on 01-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("bleeding / abnormal bleeding (general)/ uterine"), fallopian tube cyst ("had to have them and my tubes removed due to cysts / para tubal cyst") and metal poisoning ("nickel poisoning") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 1987, (B)(6) 1989, (B)(6) 1991), miscarriage, caesarean section (due to birth canal being too small), vocal cord operation in 2008, sciatica in 2008 and multiple sclerosis. Previously administered products included for an unreported indication: depo shot from 2002 to 2010. Concurrent conditions included female sterilisation and post coital bleeding. In (B)(6) 2010, the patient had essure (ess205) inserted. In 2010, the patient experienced candida infection ("candida infection") with vaginal discharge. In 2011, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder fibromyalgia"), muscle spasms ("muscles spasms"), gastrooesophageal reflux disease ("acid reflux") and musculoskeletal chest pain ("ribs pain"). In 2012, the patient experienced fatigue ("fatigue"), headache ("daily headaches"), asthenia ("weakness") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced uterine pain ("uterine pain"), female sexual dysfunction ("apareunia"), hypersensitivity ("allergic response") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) with back pain and pelvic pain, fallopian tube cyst (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), nerve injury ("nerve damage / neurological conditions or problems"), neuralgia ("can no longer work due to severe nerve pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), tooth disorder ("dental problems"), pain in extremity ("pain in legs"), weight increased ("weight gain"), allergy to metals ("nickel allergy"), chest pain ("sternal pain"), myofascial pain syndrome ("myofascial pain"), adenomyosis ("adenomyosis") and migraine ("migraines"). The patient was treated with omeprazole, gabapentin, surgery (underwent bilateral salpingectomy) and surgery. Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine haemorrhage, fallopian tube cyst, metal poisoning, nerve injury, fibromyalgia, neuralgia, myofascial pain syndrome, adenomyosis and migraine outcome was unknown and the vaginal haemorrhage, menorrhagia, tooth disorder, fatigue, headache, uterine pain, asthenia, muscle spasms, female sexual dysfunction, dysmenorrhoea, gastrooesophageal reflux disease, hypersensitivity, candida infection, pain in extremity, dyspareunia, weight increased, allergy to metals, musculoskeletal chest pain and chest pain had not resolved. The reporter considered adenomyosis, allergy to metals, asthenia, candida infection, chest pain, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, metal poisoning, migraine, muscle spasms, musculoskeletal chest pain, myofascial pain syndrome, nerve injury, neuralgia, pain in extremity, tooth disorder, uterine haemorrhage, uterine pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight: (B)(6). Mr- a small amount contrast also leaked around the balloon into the vagina. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results were good. On (B)(6) 2010: hysterosalpingogram was performed. Bilateral tubal occlusion devices are present in satisfactory position. Evidence for tubal occlusion. Venous extravasation. Current weight: (B)(6). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage, menorrhagia, uterine haemorrhage, fallopian tube cyst, tooth disorder, fatigue, headache, uterine pain, asthenia, muscle spasms, female sexual dysfunction, dysmenorrhoea, gastrooesophageal reflux disease, hypersensitivity, candida infection, pain in extremity, dyspareunia, weight increased, migraine, adenomyosis, myofascial pain syndrome, chest pain, musculoskeletal chest pain, allergy to metals quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "vaginal bleeding, menorrhagia, dental problems, fatigue, daily headaches, uterine pain, weakness, muscles spasms, apareunia, dysmenorrhea, acid reflux, back pain constantly, allergic response, candida infection, pain in legs, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, nickel allergy, ribs pain, sternal pain, migraine, adenomyosis, myofascial pain syndrome, reporter, historical condition, patient detail added from pfs. Historical condition, lab data added from medical record. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 13-aug-2015. The most recent information was received on 19-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('bleeding / abnormal bleeding (general)/ uterine / abnormal uterine bleeding') and fallopian tube cyst ('had to have them and my tubes removed due to cysts / para tubal cyst') in a 42-year-old female patient who had essure (batch no. 20227511) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vocal cord operation in 2008, sciatica in 2008, multigravida, parity 3 ((B)(6) 1987, (B)(6) 1989, (B)(6) 1991), miscarriage, caesarean section (due to birth canal being too small), multiple sclerosis, sinusitis, upper abdominal pain, gastritis, thyroid nodule, copd, dyspepsia, abdominal pain, nasal congestion, paratubal cyst, hypoaesthesia, asthma, uterine dilation and curettage, shortness of breath, decreased appetite, hemorrhoids and sciatica. Previously administered products included for an unreported indication: depo shot from 2002 to 2010. Concurrent conditions included overweight, post coital bleeding, dizziness, diarrhea, constipation, urgency urination, vomiting and vitamin b12 deficiency. Concomitant products included omeprazole (protonix) for dyspepsia. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced candida infection ("candida infection") with vaginal discharge. In 2011, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder fibromyalgia"), muscle spasms ("muscles spasms/ other injury (ies) or complication (s) muscle spasms"), gastrooesophageal reflux disease ("acid reflux"), musculoskeletal chest pain ("ribs pain") and chest pain ("sternal pain"). In 2012, the patient experienced fatigue ("fatigue"), headache ("daily headaches"), asthenia ("weakness"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines"). In 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), uterine pain ("uterine pain"), female sexual dysfunction ("apareunia"), hypersensitivity ("allergic response"), dyspareunia ("dyspareunia (painful sexual intercourse)") and allergy to metals ("nickel allergy"). In 2014, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) with back pain and pelvic pain, fallopian tube cyst (seriousness criterion medically significant), metal poisoning ("nickel poisoning"), nerve injury ("nerve damage / neurological conditions or problems"), neuralgia ("can no longer work due to severe nerve pain"), pain in extremity ("pain in legs"), myofascial pain syndrome ("myofascial pain"), adenomyosis ("adenomyosis"), dermatitis contact ("nickel allergy-break out with severe rash") and furuncle ("nickel allergy-break out with severe boils"). The patient was treated with gabapentin, omeprazole and surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed) more of essure device remove). Essure was removed on (B)(6) 2013. At the time of the report, the uterine haemorrhage had resolved, the fallopian tube cyst, metal poisoning, nerve injury, fibromyalgia, neuralgia, myofascial pain syndrome, adenomyosis, migraine, dermatitis contact and furuncle outcome was unknown and the vaginal haemorrhage, menorrhagia, tooth disorder, fatigue, headache, uterine pain, asthenia, muscle spasms, female sexual dysfunction, dysmenorrhoea, gastrooesophageal reflux disease, hypersensitivity, candida infection, pain in extremity, dyspareunia, weight increased, allergy to metals, musculoskeletal chest pain and chest pain had not resolved. The reporter considered adenomyosis, allergy to metals, asthenia, candida infection, chest pain, dermatitis contact, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, female sexual dysfunction, fibromyalgia, furuncle, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, metal poisoning, migraine, muscle spasms, musculoskeletal chest pain, myofascial pain syndrome, nerve injury, neuralgia, pain in extremity, tooth disorder, uterine haemorrhage, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 150. Mr- a small amount contrast also leaked around the balloon into the vagina. Discrepancy in date of removal: (B)(6) 2013, (B)(6) 2016. Discrepancy: insertion date- (B)(6) 2010, (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: results were good. Bilateral tubal occlusion devices are present in satisfactory position. Evidence for tubal occlusion. Venous extravasation.. Ultrasound thyroid - on (B)(6) 2011: thyroid nodule. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage, menorrhagia, uterine haemorrhage, fallopian tube cyst, tooth disorder, fatigue, headache, uterine pain, asthenia, muscle spasms, female sexual dysfunction, dysmenorrhoea, gastrooesophageal reflux disease, hypersensitivity, candida infection, pain in extremity, dyspareunia, weight increased, migraine, adenomyosis, myofascial pain syndrome, chest pain, musculoskeletal chest pain, allergy to metals lot number:20227511, manufacturing date:2009-12, expiration date:2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 13-aug-2015. The most recent information was received on 27-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('bleeding / abnormal bleeding (general)/ uterine / abnormal uterine bleeding') and fallopian tube cyst ('had to have them and my tubes removed due to cysts / para tubal cyst') in a 42-year-old female patient who had essure (batch no. 20227511) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vocal cord operation in 2008, sciatica in 2008, multigravida, parity 3 ((B)(6) 1987, (B)(6) 1989, (B)(6) 1991), miscarriage, caesarean section (due to birth canal being too small), multiple sclerosis, sinusitis, upper abdominal pain, gastritis, thyroid nodule, copd, dyspepsia, abdominal pain, nasal congestion, paratubal cyst, hypoaesthesia, asthma, uterine dilation and curettage, shortness of breath, decreased appetite, hemorrhoids and sciatica. Previously administered products included for an unreported indication: depo shot from 2002 to 2010. Concurrent conditions included overweight, post coital bleeding, dizziness, diarrhea, constipation, urgency urination, vomiting and vitamin b12 deficiency. Concomitant products included omeprazole (protonix) for dyspepsia. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced candida infection ("candida infection") with vaginal discharge. In 2011, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder fibromyalgia"), muscle spasms ("muscles spasms/ other injury (ies) or complication (s) muscle spasms"), gastrooesophageal reflux disease ("acid reflux"), musculoskeletal chest pain ("ribs pain") and chest pain ("sternal pain"). In 2012, the patient experienced fatigue ("fatigue"), headache ("daily headaches"), asthenia ("weakness"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines"). In 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), uterine pain ("uterine pain"), female sexual dysfunction ("apareunia"), hypersensitivity ("allergic response"), dyspareunia ("dyspareunia (painful sexual intercourse)") and allergy to metals ("nickel allergy"). In 2014, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) with back pain and pelvic pain, fallopian tube cyst (seriousness criterion medically significant), metal poisoning ("nickel poisoning"), nerve injury ("nerve damage / neurological conditions or problems"), neuralgia ("can no longer work due to severe nerve pain"), pain in extremity ("pain in legs"), myofascial pain syndrome ("myofascial pain"), adenomyosis ("adenomyosis"), dermatitis contact ("nickel allergy-break out with severe rash") and furuncle ("nickel allergy-break out with severe boils"). The patient was treated with gabapentin, omeprazole and surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed) more of essure device remove). Essure was removed on (B)(6) 2013. At the time of the report, the uterine haemorrhage had resolved, the fallopian tube cyst, metal poisoning, nerve injury, fibromyalgia, neuralgia, myofascial pain syndrome, adenomyosis, migraine, dermatitis contact and furuncle outcome was unknown and the vaginal haemorrhage, menorrhagia, tooth disorder, fatigue, headache, uterine pain, asthenia, muscle spasms, female sexual dysfunction, dysmenorrhoea, gastrooesophageal reflux disease, hypersensitivity, candida infection, pain in extremity, dyspareunia, weight increased, allergy to metals, musculoskeletal chest pain and chest pain had not resolved. The reporter considered adenomyosis, allergy to metals, asthenia, candida infection, chest pain, dermatitis contact, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, female sexual dysfunction, fibromyalgia, furuncle, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, metal poisoning, migraine, muscle spasms, musculoskeletal chest pain, myofascial pain syndrome, nerve injury, neuralgia, pain in extremity, tooth disorder, uterine haemorrhage, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 150 mr- a small amount contrast also leaked around the balloon into the vagina. Disrepancy in date of removal: (B)(6) 2013, (B)(6) 2016. Discrepancy: insertion date- (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: results were good. Bilateral tubal occlusion devices are present in satisfactory position. Evidence for tubal occlusion.venous extravasation.. Ultrasound thyroid - on (B)(6) 2011: thyroid nodule. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage, menorrhagia, uterine haemorrhage, fallopian tube cyst, tooth disorder, fatigue, headache, uterine pain, asthenia, muscle spasms, female sexual dysfunction, dysmenorrhoea, gastrooesophageal reflux disease, hypersensitivity, candida infection, pain in extremity, dyspareunia, weight increased, migraine, adenomyosis, myofascial pain syndrome, chest pain, musculoskeletal chest pain, allergy to metals. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received: lot no. Was added. Model no.was changed from 205 to 305. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-0160) on 13-aug-2015. The most recent information was received on 26-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("bleeding / abnormal bleeding (general)/ uterine / abnormal uterine bleeding"), fallopian tube cyst ("had to have them and my tubes removed due to cysts / para tubal cyst") and metal poisoning ("nickel poisoning") in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (on (B)(6) 1987, on (B)(6) 1989, on (B)(6) 1991), miscarriage, caesarean section (due to birth canal being too small), vocal cord operation in 2008, sciatica in 2008, multiple sclerosis, sinusitis, upper abdominal pain, gastritis, thyroid nodule, copd, dyspepsia, abdominal pain, nasal congestion, paratubal cyst, hypoaesthesia, asthma, uterine dilation and curettage, shortness of breath, decreased appetite, hemorrhoids and sciatica. Previously administered products included for an unreported indication: depo shot from 2002 to 2010. Concurrent conditions included overweight, post coital bleeding, dizziness, diarrhea, constipation, urgency urination, vomiting and vitamin b12 deficiency. Concomitant products included omeprazole (protonix) for dyspepsia. In june 2010, the patient had essure (ess205) inserted. In 2010, the patient experienced candida infection ("candida infection") with vaginal discharge. In 2011, the patient experienced fibromyalgia ("fibromyalgia / autoimmune disorder fibromyalgia"), muscle spasms ("muscles spasms/ other injury (ies) or complication (s) muscle spasms"), gastrooesophageal reflux disease ("acid reflux"), musculoskeletal chest pain ("ribs pain") and chest pain ("sternal pain"). In 2012, the patient experienced fatigue ("fatigue"), headache ("daily headaches"), asthenia ("weakness"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines"). In 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), uterine pain ("uterine pain"), female sexual dysfunction ("apareunia"), hypersensitivity ("allergic response"), dyspareunia ("dyspareunia (painful sexual intercourse)") and allergy to metals ("nickel allergy"). In 2014, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) with back pain and pelvic pain, fallopian tube cyst (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), nerve injury ("nerve damage / neurological conditions or problems"), neuralgia ("can no longer work due to severe nerve pain"), pain in extremity ("pain in legs"), myofascial pain syndrome ("myofascial pain"), adenomyosis ("adenomyosis"), rash ("nickel allergy-break out with severe rash") and furuncle ("nickel allergy-break out with severe boils"). The patient was treated with gabapentin, omeprazole and surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed) more of essure device remove). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine haemorrhage had resolved, the fallopian tube cyst, metal poisoning, nerve injury, fibromyalgia, neuralgia, myofascial pain syndrome, adenomyosis, migraine, rash and furuncle outcome was unknown and the vaginal haemorrhage, menorrhagia, tooth disorder, fatigue, headache, uterine pain, asthenia, muscle spasms, female sexual dysfunction, dysmenorrhoea, gastrooesophageal reflux disease, hypersensitivity, candida infection, pain in extremity, dyspareunia, weight increased, allergy to metals, musculoskeletal chest pain and chest pain had not resolved. The reporter considered adenomyosis, allergy to metals, asthenia, candida infection, chest pain, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, female sexual dysfunction, fibromyalgia, furuncle, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, metal poisoning, migraine, muscle spasms, musculoskeletal chest pain, myofascial pain syndrome, nerve injury, neuralgia, pain in extremity, rash, tooth disorder, uterine haemorrhage, uterine pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight: 150. Mr- a small amount contrast also leaked around the balloon into the vagina. Disrepancy in date of removal: on (B)(6) 2013, on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: results: results were good. Bilateral tubal occlusion devices are present in satisfactory position. Evidence for tubal occlusion. Venous extravasation. Ultrasound thyroid: on (B)(6) 2011: thyroid nodule. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage, menorrhagia, uterine haemorrhage, fallopian tube cyst, tooth disorder, fatigue, headache, uterine pain, asthenia, muscle spasms, female sexual dysfunction, dysmenorrhoea, gastrooesophageal reflux disease, hypersensitivity, candida infection, pain in extremity, dyspareunia, weight increased, migraine, adenomyosis, myofascial pain syndrome, chest pain, musculoskeletal chest pain, allergy to metals. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-dec-2018: pfs and mr received: reporters were added. Patient race was added. Reporter causality comments were added. Removal date was updated. Events: rash and boil were added. Event onset date were updated. Event outcome was updated for event uterine hemorrhage. Severity of events were updated. Concomitant conditions were added. Concomitant drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.